Event description:
As reported by our affiliates in france, this was a case with an edwards transcatheter heart valve, in aortic position by transfemoral approach. During the procedure, the valve slipped on the commander delivery system balloon during inflation, causing the partially deployed valve to embolize into the aorta. The valve was pulled to the abdominal aorta and left implanted. A new valve was prepared and implanted successfully. There was no consequence for the patient.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Manufacturer narrative:
Corrected data: section g4 on the initial report is april 15, 2025. Updated section e1- establishment name.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-03554. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. The complaint for valve movement on balloon was unable to be confirmed due to unavailability of imagery or device for evaluation. DHR was unable to be reviewed due to no lot number provided. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the IFU and training manual, it is indicated that "before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker." There are several procedural factors that could cause the valve to slip off the balloon during deployment causing the valve to embolize into the aorta (e.g. Valve not between alignment markers, thv stent caught of calcification, flex shaft not sufficiently retracted). In this case, due to insufficient information provided, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.